Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, withdrawal difficulties occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous proximal to mid left anterior descending artery (lad). The lesion in the proximal lad was instent restenosis of a non-bsc stent (isr). The physician advanced the 3.25x10mm flextome cutting balloon to the mid lad, but was unable to cross. The device was then used to predilate the isr lesion in the proximal lad at a nominal pressure. During withdrawal the balloon became stuck in the lesion. The physician deep seated the guide catheter and successfully removed the device. The procedure was completed with a different device. No complications were reported and the patient's status is good.